Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests.the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results generated with the cobas® sars-cov-2 and influenza a/b nucleic acid test for use on the cobas® liat® system, when compared to the results generated with the genexpert cepheid. The sample was first tested using the cobas® liat® system and generated a sars-cov-2 positive result. A repeat testing of the same sample with the genexpert cepheid generated a sars-cov-2 negative result. Both the positive and negative results were reported to the medical personnel. The positive result was reported as "inconclusive". No harm is alleged to the patient. An investigation is ongoing.

Manufacturer narrative:
An investigation into the reagent identified no issues related to the customer allegation. More apparently, the different results may be explained by the targets for the liat assay, which detect regions of the orf1a/b along with the n gene of the sars-cov-2. Detection of either or both targets is considered a positive sars-cov-2. While the genexpert assay detects regions of the e and n2 gene. As such, results with one assay may not be reproducible with a different assay. (B)(4).